Event description:
During use for cardiopulmonary bypass, an unexpected audible alarm tone was observed. The level sensor was turned off, eliminating the tone. The procedure was completed successfully. An indentation in the tip of the level sensor was observed. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.